Event description:
The surgeon did not get a satisfactory press-fit upon implantation of the cup. An alternate device was used for implantation. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results indicate that this event is not device related but rather is associated with surgical technique and component selection. This is the same pt/event as MFR.# 2219689-1997-00384.